Event description:
Boston scientific received information that during implant procedure prior to wound closure, this pacemaker and right ventricular (rv) lead exhibited high, out of range, pacing impedance measurement greater than 2,000 ohms. As reported, this lead was repositioned several times during the procedure and yielded the same observation. Troubleshooting was performed and an issue with the tip electrode/conductor was suspected as impedances were normal when pacing unipolar off the ring. With this, the physician decided to explant the lead and a new lead was implanted. The rv lead was never in service and the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.